Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps without success, leading to tandem technical support arranging for the customer's pump to be replaced. Customer planned to use a backup insulin pump to ensure insulin delivery during the transition. The customer was informed about the replacement pump's updated software, necessary training available, and steps to return the non-functioning pump.